Event description:
Complainant alleged that after delivering two shocks to a pt (age & gender unk), the clinician attempted to deliver a third shock and the device displayed a "bridge test fail" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.